Event description:
The following information was received from baxter (B)(4) and is a spontaneous report by a clinical coordinator from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. It was reported that on an unknown date, the patient began treatment with dianeal pd2 1.5% and 2.5% ultrabag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. The reporter stated that on an unreported day, the patient did not wear a mask and on (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient began remedial therapy with vancomycin (2gm, ip, frequency not reported) and refline (250mg, ip, frequency not reported). The clinical coordinator reported the cause of the peritonitis was the patient did not wear a mask while performing therapy. The outcome was unknown. Concomitant therapy was not reported. The reporter's opinion was that the cause of the peritonitis was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and serious injury. The complaint is confirmed because the health professional reported a break in aseptic technique reporting the patient made a mistake of did not wear a mask. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.